Manufacturer narrative:
The complaint investigation for architect syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no adverse trend for the issue for the product. A review of the product labeling concluded that the issue is sufficiently addressed. Device history record review did not identify any non-conformances or deviations with the complaint cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Based on the investigation, no systemic issue or product deficiency with the architect syphilis tp reagent lot was identified in the complaint.this follow-up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product list 8d06-74, that has a similar us product distributed in the us, list 8d06-31/41. Initial reporter phone number did not contain enough spaces. The entire phone number is (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false negative architect syphilis tp on 3 patient samples tested on two different architect i2000sr analyzers but tested positive on other methods. Patient 1 tested architect syphilis tp negative of 0.28 and 0.27 s/co but elisa positive and tppa positive (1:80). Patient 2 tested architect syphilis tp negative of 0.63 and 0.60 s/co but elisa positive and tppa positive (1:640). Patient 3 tested architect syphilis tp negative of 0.05 and 0.04 s/co but elisa positive and tppa positive (1:80). The account stated all 3 patients are male about (B)(6) years old, yellow race. No impact to patient management was reported.